Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported, right side rupture. Healthcare professional later reported, capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on the radius side assessed, as surgical impact opening (shell thickness within specification). Additional observations: stress marks are observed assessed, as non-penetrating nick. Creases are observed. No further actions are required, as the device was implanted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h4, h6.

Event description:
Device has been explanted.